Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary, no device associated with this report was received for examination. A search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product/lot combination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.

Event description:
The apex hole eliminator screw being screwed through the central hole of the pinnacle cup. Tried removing it, didn¿t work, stayed in situation no information about either patients, no adverse events expected.